Manufacturer narrative:
Concomitant products: unknown lead implanted: (B)(6) 2018; unknown lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.